Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 18 bd ultra-fine¿ insulin syringes experienced illegible labelling. The following information was provided by the initial reporter, translated from (B)(6): lot numbers are difficult to read.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-apr-2022. H.6. Investigation: a review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The claim is considered unconfirmed, due to the fact that the evaluation of the boxes sent by the client to bd, meet the applicable color criteria for this type of packaging material, so it is concluded that the defects reported by the client to be within the bd specifications, the product is considered as conforming.

Event description:
It was reported that 18 bd ultra-fine¿ insulin syringes experienced illegible labelling. The following information was provided by the initial reporter, translated from spanish: lot numbers are difficult to read.